Event description:
It was reported that during a da vinci-assisted benign hysterectomy and salpingo-oophorectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that the erbe kept faulting every time bipolar energy was applied. The tse reviewed the logs and found multiple c26 faults. Prior to calling in, the customer swapped instruments, ports, and power cycled the erbe. The faults still kept happening. The customer was going to use a vessel sealer extend (vse) in the e100 to assist with finishing the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Functional testing revealed that the iesu powered on normally and successfully cauterized across all ports and instruments without issue. The log showed errors c00 and m0b. The probable root cause is attributed to defective generator.